Manufacturer narrative:
Product analysis: the product remains implanted therefore no product analysis can be completed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged deep and resulted in moderate central aortic regurgitation (ar). Subsequently, a second transcatheter bioprosthetic valve was implanted valve-in-valve. No additional adverse patient effects were reported.